Manufacturer narrative:
Exemption number e2014018. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a patient with a history of lumbar arthrodesis presented a recurrence of pain and the complementary exams revealed pseudoarthrosis with a fracture of the pedicle screw. He underwent surgical revision to remove the screw.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 5000 digital microscope. Panasonic dmc tz8 digital camera. Mitutoyo cd-15ppx caliper. First we made a visual inspection of the screw. We measured the rest of the thread body and compared the value with the specification, according to the construction drawing. We found that 28.4mm of the thread body are missing. In the next step we made a microscopic investigation of the fracture surface. Here we found the typical pattern of a fatigue fracture with brittle residual forced fracture. Batch history review: the manufacturing documents have been checked, and found to be according to specification, valid at the time of production. There are no further complaints with this lot at hand. Conclusion and root cause: the root cause of the problem is most probably usage or patient related. Rationale: without further knowledge about the circumstances, we assume, that the breakage of the screw was caused by a handling failure of the surgeon (incorrect size of the screw) or by patient related issues like delayed fusion of the bones or extreme physical burdens (work, sports, etc). The fracture surface shows a fatigue fracture with brittle residuals forced fracture, the typical fracture caused by continuous high oscillating loading (delayed fusion of the bones). The IFU considered this issue and risks. A material failure or a manufacturing error can be excluded. No CAPA is necessary.